Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone18.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient alleged that the pod failed to deliver insulin properly. Reportedly, the patient activated a new pod around 9 am and delivered a large bolus for a meal. However, the pod never delivered insulin. Throughout the day, the patient attempted multiple boluses to try and bring down their blood glucose levels. However, the pod continued to fail to deliver. Upon inspection, the patient noticed blood around the insertion site and the cannula (blue slide) did not fully insert into the skin and insulin leaked. The patient could smell insulin on their skin. As treatment, the patient activated a new pod. It was reported that the patient did receive high alerts. The patient also reported that the pod kept beeping when switching between automated and limited modes.